Event description:
At 9:10 a.m. On (B)(6) 2026, while performing an intravenous puncture on a patient, the needle cone damaged the tubing as soon as the cannula entered the vein, making it impossible to advance the catheter into the vein. The equipment was replaced immediately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.